Manufacturer narrative:
Additional product code: fmf investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable was used on a patient. The bmac disposable set was labeled with an expiration date of 10/01/2017. The procedure was performed on (B)(6) 2017. It is unknown at this time if medical intervention was required for this event. Patient weight is not available at this time. Patient outcome is not available at this time. The bmac disposables set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Root cause: the root cause of the usage of the expired disposable was human error by the distributor of the product to the customer.

Event description:
The customer declined to provide patient weight and outcome.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The device history record (DHR) for this lot was also reviewed to determine the components that would have been expired at the time of use. The bmac marrow filter bags were found past their expiration date of 10/2017. All other components were within the expiration date at the time of the procedure. Per terumo bct's internal design verification testing on the harvest product which included testing accelerated aged product, a harvest product was aged to an equivalent of 118 days past the expiration date prior to testing. Based on this, the product functionality would not have been impact by using the product at 1 month past the expiration. Investigation is in process. A follow-up report will be provided.